Event description:
A user facility alleged during a transplant surgery 3m¿ ranger¿ blood/fluid warming high flow set, 24355 did not withstand pressure and the spike detached from the infusion tube. This same incident has also happened in the past. Patient and event specifics are unknown. No patient or staff injury was alleged, and no medical interventions were reported.

Manufacturer narrative:
H10: the device has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample and leak location. Based on the problem description and photos received, a likely cause is the tubing detached from the spike. Spike detachment can be caused by pulling on the tubing and not the spike when connecting or disconnecting from the IV bag. It can also be caused by insufficient bond connection between the tubing and the spike. This continues to be a low trend in spike complaints for high flow sets. 3m will continue to monitor.

Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d4 model # from blank to 24355, and section d4 unique identifier (UDI) # from (B)(4) to (B)(4).